Event description:
It was reported that during a filter placement treatment procedure, the filter deployed prematurely. During the procedure, the product was inserted into the vena cava. "Upon advancing the product distally in the vena cava, produced unsheathed, deployed prematurely." The physician elected to leave the filter where it deployed as "it was close to the target site." The procedure was completed with this device. There were no reported pt complications. The current pt condition is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The device history record for lot number 9333815 has been reviewed. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. There were no other complaints associated with this batch. (B)(4).